Event description:
It was reported that the pt was experiencing a return of symptoms. The hcp did a catheter access port study and was unable to aspirate. The drugs used were dilaudid, bupivacaine and prialt. At the last few refills, the hcp noted large volume discrepancies. The pt was experiencing withdrawal symptoms. The expected residual volume was 3.5cc and the actual was 15cc. The hcp wanted to do an evaluation in the operating room and possibly replace the pump and/or catheter. The intrathecal tubing was found to be kinked in the pump pocket. The pt was reported to have recovered without sequela.

Manufacturer narrative:
This report is being submitted following an internal audit.